Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14582. It was reported that two separate left ventricular leads dislodged during the implant procedure. The physician decided to not implant a left ventricular lead at all. Patient had no consequences and their condition was stable after event.